Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 638rl28, heart ring, implanted: (B)(6) 2012; 690r34, heart ring, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead threshold was high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.